Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the device was returned for analysis. The balloon contained solidified blood which is evidence of a device leak. A microscopic examination revealed a longitudinal balloon tear in the mid balloon body approximately 5mm in length. All blades were present and fully bonded to the balloon. There was no damage to the tip and no further anomalies with the balloon profile. A visual examination was performed and found a midshaft fracture at approximately 35cm from the catheter tip. The catheter was also kinked at approximately 25cm from the catheter tip. This type of damage is consistent with excessive force being applied to the device during use/handling. No further damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that the balloon ruptured. A 95% in-stent restenosed target lesion was located in a moderately tortuous and mildly calcified superficial femoral artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon¿ was used to treat the target lesion. During procedure, a non bsc guidewire crossed the lesion. The cutting balloon was introduced and the balloon ruptured at 6 atmospheres for 10 seconds on the first inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status is good. However, device analysis revealed a midshaft fracture approximately 35cm from the catheter tip.